Event description:
Maude report (B)(4) submitted by an attorney states that a patient was revised to address pain, inability to be active, metalosis, and complex fluid collection around hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-12592. This report, 1818910-2013-14113, will be rejected. 1818910-2013-12592 will be kept for investigation purposes.